Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. At the end of the procedure the patient experienced a pericardial effusion with a tamponade. The physician performed a percutaneous pericardial drain to remove fluid. There were no other reported complications.